Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a loss of tracking during refractive ablation on a small pupil. The treatment was successfully completed.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the technical onsite visit the field service engineer (fse) verified the system per service installation record. The fse could not duplicate the reported issue. After a review of the log files, it seems like the white lamp intensity was being adjusted instead of the ir intensity. The fse relayed this information back to the clinical team so they could help the customer understand a better process to optimize the eye tracking capabilities. No technical root cause was identified as the system was operating within specification. The root cause could be user handling or anatomy of patient eye (e.g. Pupil too small). The manufacturer internal reference number is: (B)(4).